Manufacturer narrative:
The insulin pump was received with button error alarms and it had unresponsive buttons due to corroded keypad traces. The device had minor scratches on the lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, customer was attempting to bolus and the buttons aren't working properly. After a few minutes the device alarmed button error. Customer's blood glucose was 179 mg/dl. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.